Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. Instrument was immediately replaced with no impact on the patient.

Event description:
The reporter alleged that during an unknown procedure on (B)(6) 2026, a cable snapped on a bipolar fenestrated grasper as the surgeon was grabbing tissue. No clashes or collisions were reported and the electrosurgery unit and its settings were validated as per the information in the user manual. The damage was immediately noticed and the instrument was swapped. No harm has come to the patient. The procedure continued as planned. Cmr surgically does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.